Event description:
It was reported that the patient felt shortness of breath and fatigued. The device reached early elective replacement indicator due to high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was received for evaluation. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impendence resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on 01 oct 2011 prior to explant. (B)(4) version 8 installed on 09 dec 2010.